Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Concomitant medical products: item # xl-115363, arcom xl 44-36 std hmrl brng, lot # 884300; item # 115310, comp rvrs shldr glnsp std 36mm, lot # 961680; item # 180550, comp lk scr 3.5hex 4.75x15 st, lot # 331030; item # 180554, comp lk scr 3.5hex 4.75x35 st, lot # 028240; item # 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 017540; item # 180550, comp lk scr 3.5hex 4.75x15 st, lot # 135680; item # 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 391730; item # 406669, stn pn thd tip .125x2.5in 2pk, lot # 354400; item # 113635, comp primary stem 15mm mini, lot # 231180. Legal notification. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09191.

Event description:
It was reported that approximately two (2) weeks post implantation, the patient had presented to the clinic with a right prosthetic shoulder dislocation without any traumatic event, and underwent a revision surgery. During the revision, the humeral tray and bearing were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of the op notes from this revision noted that the shoulder was anteriorly dislocated, with the glenosphere being well-positioned and secure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.